Manufacturer narrative:
This investigation is currently ongoing. Any additional info will be provided in the follow up report.

Event description:
According to the report, a surgeon stated that he had lost a pt due to bioglue "meandering in the body and ultimately occluding brain vessels". However, it is unclear as to what was meant by "meandering in the body". The site of application is unknown at this time.